Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. However based on the available information, the reported unexpected disengagement of the sasi can be confirmed. A suspected contributing factor for the planar clamp to unclasp during use is attributed to the user accidentally touching the clasp causing the clamping mechanism to disengage. The assignable root cause was determined to be due to user error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device date of manufacture is unknown. UDI: (B)(4).

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw interface right (sasi) device opened during the ventral chamfer cut. It was reported that the surgeon touched the clip and it opened by accident. The clip (on all interfaces opens quite easily. It was reported that this interrupted the connection and the system displayed an error message and the surgeon had to shut down the clinical application. The surgeon had to switch to the conventional method to perform the ventral chamfer cut and the ventral cut. It was reported that the tibia was completely resected. Femur: the distal, the dorsal and the dorsal chamfer cuts were already finished. It was reported that there were was a ten minute delay in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.